Event description:
It was reported that faradrive steerable sheath clear was selected for use. During the procedure when the farawave catheter was inserted into the the faradrive sheath and flushed, a continuous air drawn was noted. It was mentioned that no leak was detected. When the tried to insert the dilator into the sheath, a physician felt that the sheath was softer than usual. Farawave catheter was inside the sheath when excessive bubbles were note din syringe. Unknown pump method was use to irrigate with flow rate of 20ml/hr. It was suspected that the air was drawn from the hemostatic valve. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is not expected to be return for analysis due to contamination.